Event description:
It was reported that during implant attempt, the helix would not extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the outer insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.